Manufacturer narrative:
Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No button error alarm noted. Insulin pump had intermittent button response due to moisture damage on keypad traces. Insulin pump had minor scratches on display window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
Customer reported hospitalization due to high blood glucose. Customer states that there was a button error alarm and the buttons of the insulin pump are unresponsive. The blood glucose reading is 503 mg/dl at the time of hospitalization. Customer was wearing the insulin pump at the time of hospitalization. The insulin pump will be replaced. Nothing further reported.